Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge a battery) has been confirmed. As received, the battery charger/modem would not charge a battery. Upon evaluation, the battery charger/modem exhibited that q1 on the bedside board was internally shorted and liquid contamination was on the battery board. The root cause for the shorted q1 transistor could not positively be identified. The root cause for the liquid contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger would not charge a battery.